Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced front/rear cases, internal frame, barrel clamp, latch and calibrated. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the front case. Device history review a review of the device history record for sn (B)(4) was performed from 12/07/2014 to 12/29/2020 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board, also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has a broken logic board. It has been crushed. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has a broken logic board. It has been crushed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the front case. Device history review a review of the device history record for sn (B)(6) was performed from 12/07/2014 to 12/29/2020 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board, also, there were no production failures indicated on the source device.